Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No related complaint received with return of device. Conclusion: failure (event) observed during analysis. A partial lead was returned in 4 segments. External insulation abrasion was noted at 2.5-2.6cm from the rv connector pin, consistent with lead friction to the ICD can. External insulation abrasion was noted at 4.8-5.2cm from the proximal end of the rv shock coil, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 33.2-33.6cm from the proximal end of the rv shock coil, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 5.0-5.2cm, 10.8-11.4cm, 12.7-12.9cm, 17.7-17.8cm, 18.4-18.5cm, and 18.5-18.6cm from the proximal end of the rv shock coil. Internal insulation abrasion under the rv shock coil was noted at 1.8-2.0cm, 2.2-2.3cm, 2.3-2.5cm, 2.7-2.8cm, and 2.2-2.7cm from the cut end of the lead. The etfe coating was intact at these locations. Initial reporter: reliability laboratory technician. St. Jude medical (B)(4) reliability laboratory.